Manufacturer narrative:
(B)(4). No issues were found during this inspection. The reported difficulty no sound at start up, when buttons are pressed, or during alarms was confirmed by duplication during the return instrument test/evaluation functional test. The cause was determined to be caused by an inoperative speaker. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with the homechoice (hc) not making any noise at startup, when buttons are pressed, or during alarms. Gts arranged a swap of the hc. The patient stated they would program the hc. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.